Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc. On behalf of the importer arjohuntleigh inc (ahus). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found low number of other similar cases where mast detached from the cassis. Please note that arjohuntleigh manufactured about 36000 maxi move lifts to date which are meant to be used multiple times a day in the market. The device was inspected by an arjohuntleigh representative at the customer site and found to be out to the specification. The device was being used for pt handling and in that way contributed to the event. From the info received no injury occurred to the pt. Injury occurred to the caregiver - hurt her back when the lift fell onto her. A drill-down '5 why's' analysis was performed to investigate this problem. From it we can conclude that the most possible cause of this failure is service error. The mast link is a cone shaped component which fits in a similarly shaped recessed area in the chassis, and is secured with a bolt and a spring washer. Device examination of involved device showed that socket screw was missing. As evaluated in a previous investigations, it was then considered that the separation of the mast from the chassis was unlikely to occur while a weight is supported by the device, as this could not be re-created in simulated circumstances. Performed investigation showed that, it was considered that the incident occurred most likely due to the loosening of the mast bolt, combined with the friction from the overtightening of the handle adjustments screws, which allowed the mast of the device to separate from the base during lowering of the device. This comes from the fact that the handle adjustment screws may cause significant restriction to the movement of the outer mast, to the point of becoming load bearing through the back plate, and creating the possibility of lifting the inner mast and mast link upwards in the absence of the mast bolt. The current event includes the info that the mast fell from the chassis during a lifting the pts as he was secured in sling. Since the pt fell on the bad, it is considered that this occurred while the floor lift was being loaded. Please not also, that there was one relevant service activity. In (B)(6) 2014, an arjohuntleigh technician reported to replace maxi move's base. Based on the MFR's knowledge about the device, this service activity may indicates that removing m10 x 40 zinc socket screw (reported to be missing) is necessary. It is possible that there was some looseness in the mast link after service, although this cannot be stated with certainty, because bolt was unscrewed and was missing. It is unk if the maintenance activities may have been a factor in the event, however service error cannot be ruled out. In conclusion, the event was found to be caused by a mechanical fault, which is the loosening and subsequent fall of the mast link bolt (000.04253). The most possible cause of this problem is service error-not correctly tightened bolts, however this root cause cannot be confirmed with certainty.

Event description:
Initially it was reported by arjohuntleigh representative that the mast detached from lift's base. The caregiver was attempting to lift the resident from her bed to the chair, when the lift mast separated from the chassis. The lift then began to fall over and the resident landed in bed. The lift then hit the staff gna in the back as if fell over. From received info no injury occurred to the pt. Injury occurred to the caregiver-hut her back when the lift fell onto her. Gna was sent to concentra urgent care for treatment. No other info about pt's outcomes were provided. Device examination included in incident description form (idf)showed that maxi move's condition is poor. The lift mast had scratches in the powder coat due to repeated misuse- running the lift into the bed frames when using. There was paint from the door frame all over the lifting arm and load cell covers. The m10 x 40 zinc socket screw that attaches the mast of the chassis mast link was missing. The chassis actuator was not working at all when power was applied. The battery bracket hold was broken away from the lift, and the hand remote was not working at all. Involved lift was not to its specification. Additional finding regarding missing screw was provided by arjohuntleigh representative: "the m10 x 40 zinc socket screw that holds the mast to the mast chassis link was missing. This caused the mast to become very loose. The mast could have separated from the chassis, and broke the battery bracket while being used. The lift was together in the hall when I arrived onsite. Provided photos of involved maxi move confirmed poor condition of this device: missing screw, scratches and damaged top cover. Last maintenance was performed in (B)(6) 2013, after this date, there was performed one service on the customer's complaint. Service performed in (B)(6) 2014 concerned replacement of a base due to not working leg actuator and cracked cover.